Event description:
Reporting status: malfunction. Reporting rationale: foreign material on device; no pt injury. Device issue: foreign material on the device. It was reported that the target lesion was in the distal rca (av/pd) without tortuosity or calcification. The balance guide wire was placed in the av, and the whisper guide wire was placed in the pd lesion. An attempt was made to advance a balloon catheter on the whisper. There was a metal object (less than 1 mm) on the core of the whisper. The whisper was removed and a new whisper was used. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analisys revealed that the guide wire was returned with blood and contrast on the core. There were bends in the tip, 9 mm and 6 mm proximal to the tip ball. There was a piece of foreign material, which appeared to be some kind of metal wrapped on the core, 27 cm distal to the end of the core. The foreign material was shaped into a ball and was the length of 1 mm. There was no other damage noted to the guide wire. The foreign material was removed from the guide wire by sliding it off the proximal end of the guide wire without any resistance; there was no damage on the core. The foreign material was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Analysis verified that a piece of foreign material was found, which appeared to be some kind of metal wrapped on the core. This material was removed and examined via sem/eds. Results show that the contamination is consistent with the solder used in the manufacturing. This appears to be a manufacturing related quality issue. The manufacturing group was notified of this issue and a field discrepancy notice (fdn) was opened. There are no other similar product experiences of this type and it is believed that this is a very rare occurrence. This MDR is considered closed by the product performance dept.